Event description:
It was reported through the indian pacing and electrophysiology journal that an implantable cardioverter defibrillator delivered appropriate therapy that resulted in accelerating the arrhythmia. The arrhythmia had then slowed to the monitor zone but due to the nature of the programming, inappropriate high voltage therapy was delivered. Atrial overdrive pacing, changing the patient¿s medications, and device reprograming was performed to resolve the event. The patient was discharged.